Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer caused all of the cubie pockets to constantly fail. A field service engineer (fse) inspected the controller boards on drawer 2.1 and retractor band needed to be replaced. The fse replaced the retractor band, cleaned the area underneath the cubie pockets on auxiliary drawers 2.1 and 2.2, and rebooted the station which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failure caused all cubie pockets to continuously fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.